Event description:
It was reported that the patients spinal cord stimulation lead displayed high impedances and the patient experienced a return of the pain symptoms. The patient underwent a procedure where the lead was replaced. The patient was released from the hospital, doing well postoperatively, and had a reduction in pain. The device will not be returned as it was disposed of by the medical facility.